Manufacturer narrative:
An investigation of the incident is currently underway and it will be submitted in a follow-up report.

Event description:
The customer reported that after processing, the tissue samples had been sub-optimally processed. As a result, some specimens could not be diagnosed.